Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause was unable to be identified however, as a result of checking the condition of the applicable part in the inspection result of the device, it is confirmed that no adhesive was applied where it should be normally. According to the DHR, the product was shipped in accordance with the specifications. For the reasons stated above, the phenomenon seems to have occurred subsequently, not because of the manufacturing of the product. According to the inspection result of the device, there were scratches around the indicated part, and it cannot be denied that external force was applied to the part. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling and bending section cover chip were noted. In addition, the sw cable detached from the flexing printed circuit affecting functionality. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope buttons are not working. The event occurred during installation. During a standard service inspection of the customer returned device, forceps cover glue peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.